Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was readmitted four days following implant discharge for treatment of recurrent gi bleed. The patient presented with decreased hemoglobin levels and an inr of 2.8. She was diagnosed with an ischemic bowel and on (B)(6) 2015 was taken to the operating room (or) a sub-cholectomy with end ileostomy. The patient developed an ileus post-operatively and on (B)(6) 2015 was taken back to the or for an exploratory laparotomy for small bowel obstruction and lysis of adhesions. The patient was eventually restarted on her oral anticoagulation medications and was discharged home on (B)(6) 2015. The last report received indicates that she has been doing great at home.

Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, past medical history of crohn's disease vs. Ulcerative colitis, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.